Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon evaluation, the u409 can bus controller (belt communications) was not producing an output. There was an open connection at pin 8 of the u409 controller. The cause of the resets is the open connection. The root cause of the open connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.